Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) regarding an unknown quantity of clearlink continu-flo solution sets with duo-vent spike, in which their unknown hospira secondary set will not stay connected to the 2c8541 luer, it disconnects from the female luer. One specific occurrence involved an unknown infusion and the nurse noticed an unknown amount of blood had leaked out. The customer believes the problem may just be an issue with the specific lot number of the 2c8541. The condition occurred during patient use; however, there was no injury or medical intervention necessary. No further information is available at this time.

Manufacturer narrative:
(B)(4). The customer returned 1 unused sample of product code 2c8541, lot r11b28152 and 1 unused sample of an unknown hospira secondary medication set. The clearlink set arrived in an opened pouch unprimed with both the luer and spike protectors in place. The hospira set arrived unprimed with the spike protector in place. All three luer and y site connections were tested for disconnection. No male luer and y site disconnections were noted when attached per label copy. The complaint was not confirmed. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.